Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: (B)(6) 2019 is provided as the symptoms were noted one week post-implant. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the device was discarded. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was post lasik prk (photorefractive keratectomy) and was experiencing blurry vision after initial cataract surgery, and secondary medical intervention was required. Additional information was received, and it was learnt that the tecnis toric intraocular lens (iol) model zct150 +18.5 diopter was explanted from patient¿s operative eye in a secondary surgical procedure. There was no incision enlargement, no vitrectomy, or no sutures required. A model zct100 +21.5 diopter iol was used as the replacement for lens the patient. Patient was doing fine post-exchange. No treatment or prescription was provided by the doctor outside of the normal post-operative treatment. Visual acuity pre-op (pre-initial implant): 20/60, visual acuity post-op (post-initial implant): 20/50, visual acuity post-op (post-replacement): 20/30. No further information provided.